Event description:
Premature battery depletion of the patient's guardian system imd resulted in the explant of the device on (B)(6) 2023. The initial issue occurred (B)(6) 2023 when the patient reported to his doctor with a see doctor alert from the device. At the doctor's office the implant was interrogated and it was determined that the see doctor was a low battery (eri) warning alert. The physician was made aware of the alert and the physician spoke to the patient at that time and indicated that the device should be explanted in order to perform an investigation to determine the root cause of the pre-mature low battery alert. The patient decided to have the device explanted and replaced and that procedure was performed on (B)(6) 2023. The device was decontaminated and returned to avertix for investigation on december 20, 2023. The following issue was created in the qms of avertix for this problem: issue 84 which was escalated to a complaint for investigation: complaint 58 complaint 58 was assigned to CAPA 12 for corrective and preventive action determinations. The patient experienced no adverse events associated with the alert or the explant procedure.